Event description:
The customer reported issues with quality control (qc) imprecision involving the access 2 immunoassay system. The customer stated the issues occurred across multiple assays and noted the first repetition was out of range but acceptable after reanalysis. The customer observed the issue with rubella and prolactin and one testosterone calibration failed due to elevated percent coefficient of variation (%cv). System checks had all been acceptable. The customer stated patient samples were not impacted at the time of the event. There was no report of patient injury or change in patient treatment associated with this event. The customer was advised to discontinue use of the instrument. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
A hardware specialist was dispatched onsite, measured the ultrasonics and observed ultrasonics values had drifted since a previous system service (low was 6.2; it was set at 6.0 the week prior and high was 192.8; it was set at 197 the week prior). The hardware specialist exchanged the pipettor gantry's and ultrasonics printed circuit board (pcb) with an alternate access instrument, performed associated alignments and ultrasonics adjustments. The instrument conformed to the manufacturers published performance specifications and was returned to normal operation. Rotor the customer-supplied data indicated 25 different reagent packs were used between (B)(6) 2013 (14 different assays) but the results obtained for the first replicates of these reagent packs were available for only 7 reagent packs. A review of the data revealed, in general, quality control recovered low during this time period. A successful system check, on (B)(6) 2013 passed all measured parameters and was within specifications. In conclusion, the likely cause of the event was instrument hardware. Beckman coulter continues to track and trend any event related to this issue.